Event description:
It was reported that a user experienced a brief bluetooth connectivity issue between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, with a request for assistance to reestablish pairing; the agent advised toggling the settings, re-entering the pairing code, and allowing time for reconnection. No adverse clinical symptoms reported. Outcomes included temporary signal loss without injury or medical intervention. User support included customer care troubleshooting and user education focused on device settings and reconnection steps. Investigation of this case revealed that the event was consistent with intermittent cgm signal loss without identified device malfunction, and the issue was mitigated through standard reconnection procedures. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device connectivity interruption consistent with known cgm-pump pairing behavior.

Manufacturer narrative:
Initial.